Manufacturer narrative:
H3, h6: the spine clamp, lot number: 230227, was returned to the manufacturer for analysis. The screw hole of the spine clamp was found to be partially stripped that would make it difficult to tightened. The reported event could be duplicated by medtronic personnel. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the screw hole of the open spine clamp was stripped. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.